Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with pre-op diagnosis: l5-s1 isthmic spondylolisthesis with disk degeneration. Patient underwent following procedures: anterior spinal fusion l5-s1. Anterior instrumentation with cages and anterior plate with reduction of spondylolisthesis. As per op-notes: ¿ while maintaining 12 mm distraction, I passed a 14 mm reamer bilaterally to a depth of 32 mm and then placed two 16x26mm titanium cages. Each of these cages were threaded in place with an excellence fit. Once the cages were in place. We then debrided the endplate both superiorly and inferiorly through the cage and then filed each cage with rhbmp-2 sponges. We then selected a plate. This was a 37 mm plate with four 30 mm long screws. Each of the screw holes were prepared with an awl and then each screw placed, 2 in l5 and sacrum under fluoroscopic control.¿ excellent position was achieved. Patient tolerated the procedure without any complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.